Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was referred for removal of his pump and a short section of the catheter. Per the hcp, the pump had not been working since at least august of 2020 and the patient¿s mom was ready to have it removed. The hcp stated, ¿he is my only patient ever to have a lower than expected reservoir volume (like 15 ml low) and mom claims he was frequently getting overdosed and that another hcp told her he had buggers in his catheter that intermittently underdosed him then let huge pushes through and overdosed him.¿ the issue was not resolved at the time of the report. Surgery was planned, but not yet scheduled.